Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had bent cannula and during troubleshooting they stated a high blood glucose level of 400mg/dl at the time of incident. Customer declined to troubleshoot for high blood glucose. Customer was advised recommended insertion and preparation techniques and to change infusion set. The insulin pump will not be returned for analysis.